Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2020 due to adhesion, pain and hernia recurrence.